Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Low bg cause was not known. Tandem technical support (cts) tried to obtain additional information regarding the issue. However, due to extremely loud background noise, cts could not hear the customer and the customer became abusive, and cts disconnected the call. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.